Manufacturer narrative:
It was reported that the motor on the bed, after it was taken out of the box, started to smoke when connected to the bed frame. No additional details are available related to the customer reported issue. The sample was returned for evaluation. The customer reported issue of a smoking motor was not confirmed. There was no burnt electrical smell to the motor or the components when the device was plugged in and evaluated. The pendant and the motor both functioned upon evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the motor on the bed, after it was taken out of the box, started to smoke when connected to the bed frame.